Event description:
On (B)(6) 2025, a patient was getting prepared for a port placement procedure using powerport clearvue isp implantable port. Prior to the procedure, it was reported that the port allegedly found with missing patient information leaflet. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two sealed powerport clearvue isp implantable port kits were received for evaluation. Visual evaluations were performed on the returned devices. Both packages were noted to be sealed throughout. Tape residue was noted in parallel, in the back center portion of both package trays. No patient information leaflet was observed on the back of the packages received. Components within kit did not look affected. The manufacturing site review states, an initial view of the images showed two (2) sealed powerport clearvue isp implantable port kits for evaluation. Visual inspection of the samples showed the information labels on both packages; no damage or contamination was observed through the front of both packages. Visual inspection of the transparent portion of both packages revealed that the documentation bag and instructions for use were missing from both trays, the components inside the trays did not appear to be affected. A closer view revealed traces of adhesive, what appeared to be tape, running parallel to each other in the center of the back of both trays, the adhesive residues matching adhesive from the adhesive strips of the documentation bag. Therefore, the investigation is confirmed for the reported missing information and component missing issue for both the devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a port placement procedure using powerport clearvue isp implantable port. Prior to the procedure, it was reported that the port allegedly found with missing patient information leaflet. There was no patient contact.